Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model#: sc-4316, lot #: 15352498, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was originally scheduled to only have a lead implant, however when the surgeon opened up the ipg pocket, it oozed and the surgeon suspected an infection. The patient was administered antibiotics and underwent an explant procedure. The surgeon believed that the infection was device related. The patient was doing well postoperatively.